Manufacturer narrative:
(B)(4). The reported complaint that the "included syringe in iabc kit does not fit snug to appropriately perform a manual inflation" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "included syringe in iabc kit does not fit snug to appropriately perform a manual inflation". Additional informaiton states that the iab catheter was removed. Other forms of therapy was used to treat the patient. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "included syringe in iabc kit does not fit snug to appropriately perform a manual inflation". Additional informaiton states that the iab catheter was removed. Other forms of therapy was used to treat the patient. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".